Event description:
The pt reported an intermittent shocking or jolting sensation without changing posture, facial drooping and daily migraines since implant. The pt stated the neurostimulator is located on her side, against her rib cage, resulting in great discomfort. The pt was instructed to contact the hcp. The pt stated the device was last checked in the beginning of 2007; reprogramming did not provide any pain relief. The MFR rep stated reprogramming has been unsuccessful. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.